Event description:
The pt called lifescan and complained that the date and time on the meter was not correct and the "m" button was not functioning. The pt was attempting to correct the date and time of the meter, but he was unable to enter the memory code. The pt stated that the 'm' button was not operating. The pt contacted his medical professional for advice; treatment is not known. The pt reported feeling tired and sleepy. He tested on his meter and obtained a result of 150 mg/dl on his meter. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacment meter is being sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.